Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device and verified the reported issue.   Physio-control also observed that the device's charge-pak battery charger had expired on 04/28/2009.  Physio confirmed that the device's internal hybrid layer capacitor (hlc) batteries on the analog pcb assembly had depleted due to not having a fresh charge-pak battery charger installed in the defibrillator.  The depleted hlc batteries prevented the device from powering on.  Physio manually charged the hlc batteries and observed that hlc battery, designator bt1, would not hold an adequate charge and continually prevented the device from powering on.  Physio observed non-shorting tin whiskers on the charge-pak flex cable assembly; however, there was no evidence that it caused, or could cause, an electrical short nor did it contribute to the reported issue. No further discrepancies were observed. Based on the information available, physio determined that the likely cause of the reported issue was use error due to a failure to properly maintain the device.  Physio advises that to prevent damage to the device's internal battery, device users should always keep a fresh (non-expired) charge-pak battery charger in place, including during storage or shipping.

Event description:
Physio-control observed that a physio owned loaner device had all three icons (charge pak, attention and service wrench) present on the display and would not power on when prompted.  There was no patient use associated with the reported event.